Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. Based on assessment, the product met specifications at the time of release. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported difficulties opening the vertical cut of a patient's flap during a lasik procedure. Infero-temporal area tag was suspected. No patient harm was reported. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Preventive maintenance was performed. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).